Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) heated up during a 3d brain mr. The patient reported pain, burning and erythematous post scan. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Report number: mw5092381. If information is provided in the future, a supplemental report will be issued.